Event description:
"Bearings coming out" given as the reason for repair. No additional info was obtainable regarding what happened or when it was noticed. There was no pt injury or incident reports for delay of surgery.